Event description:
It was reported that the health care professional (hcp) inquired about this right ventricular (rv) lead trend. Technical services (ts) reviewed the device data and noted a gradual increase, rising from the 60 ohms range to 110 ohms, where it has plateaued over the past year. Following a recent generator change, defibrillation threshold (dft) test was performed in both initial and reversed polarity, and a code 1005 was recorded. Ts recommended the lead replacement or programming adjustments remain at physician discretion. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that the health care professional (hcp) inquired about this right ventricular (rv) lead trend. Technical services (ts) reviewed the device data and noted a gradual increase, rising from the 60 ohms range to 110 ohms, where it has plateaued over the past year. Following a recent generator change, defibrillation threshold (dft) test was performed in both initial and reversed polarity, and a code 1005 was recorded. Ts recommended the lead replacement or programming adjustments remain at physician discretion. No adverse patient effects were reported. This rv lead remains in service. At a later date, the associated pulse generator was explanted and replaced, with a dft test performed and it was unsuccessful. A new s-ICD system was implanted. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) inquired about this right ventricular (rv) lead trend. Technical services (ts) reviewed the device data and noted a gradual increase, rising from the 60 ohms range to 110 ohms, where it has plateaued over the past year. Following a recent generator change, defibrillation threshold (dft) test was performed in both initial and reversed polarity, and a code 1005 was recorded. Ts recommended the lead replacement or programming adjustments remain at physician discretion. No adverse patient effects were reported. This rv lead remains in service. At a later date, the associated pulse generator was explanted and replaced, with a dft test performed and it was unsuccessful. A new s-ICD system was implanted. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.